Event description:
No change to previously reported event.

Manufacturer narrative:
No trend considering the following event is identified: infection. Event summary: it was reported that a patient underwent an initial right hip procedure on (B)(6) 2018. Subsequently, the patient was revised due to infection on (B)(6) 2018. Patient has liver failure - immunocompromised. Surgeon wanted to do a superficial washout but the infection looked deep once the wound was opened. A head/liner exchange was performed, with a thorough washout. This complaint is linked with (B)(4) (same event, warsaw products). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sterilization certificate was reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Root cause analysis root cause determination using rmw: non-sterile device is implanted due to sterilization process failure not possible, as the sterilization certificate shows the product was sterilized according to specification. Further, a systematic issue with sterilization process would have been detected as part of the issue evaluation assessment. Non-sterile device is implanted due to contaminated device due to packaging failure not possible, as the DHR shows the packaging of all products in this lot pass the inspection. Further, a systematic issue with packaging would have been detected as part of the issue evaluation assessment. - non-sterile device is implanted due to surgeon resterilizes head => possible, as no sufficient information to exclude this cause. Non-sterile device is implanted, cross contamination due to explanted ceramic head is reused with the same or new femoral stem not possible, as the product information was registered base on the consignment data of the surgery. Non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage. Possible, as no sufficient information to exclude this cause. Non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head). Not possible, as a systematic issue with label would have been detected as part of the issue evaluation assessment. Conclusion summary: it was reported that a patient was revised due to infection about 7 weeks after the implantation date. However, no surgical report or office visit note was received to confirm the complaint. The quality records show that sterile package was inspected visually at 100%. Further, the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. No trend on infection has been observed for this product family. Therefore, it is highly unlikely that a issue related to design, package or sterilization process has contributed to the infection. As it was also reported that the patient has liver failure and is immuno compromised, patient's health condition could be could be the main factor for the infection. However, it is unclear whether the sterility was compromised by other external factors outside of zimmer biomet's control such as inappropriate handling during transportation and re-sterilization of the product. An exact root cause could not be determined. Nevertheless, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).

Manufacturer narrative:
Additional device information unique identifier (UDI) #: (B)(4). Concomitant medical products and therapy date. Detail of product: associated item number 00-8011-020-20, item name allen plug hdpe/baso4 10c/20fl, lot # unknown; item number 00811400000, item name femoral stem 12/14 neck taper std. Offset size 0 105 mm stem length, lot # 62754794; item number 00875705001, item name shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners, lot # 64014216; item number 00885100932, item name neutral liner 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell, lot # 63830745; item number 00000000112, item name fracture head weber rot. 42 m, lot # h219fsf; item number 00000000212, item name stem curved medium, lot # d171571; item number 00000000163, item name ball head long metal 32, lot # unknown; item number 00000000190, item name spacer bush l, lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to infection after about 2 months from the implantation.